Manufacturer narrative:
The insulin pump alarmed button error and had intermittent up button response due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tub window corners, broken battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 47 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.